Manufacturer narrative:
The tandem user guide states, ¿always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, bg and cgm values were not provided. Reportedly, multiple bg meters were used for calibrations. Reportedly, the customer provided a low bg of 10 mg/dl. Reportedly, the customers treated low bg with carbohydrates and glucose tablets. Reportedly, the customer's husband gave the customer glucagon shots and juice to treat low bg. Reportedly, customer experienced cuts, bruises and hitting their head due to the low bg. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.